Event description:
The customer reported via phone call that the insulin pump's suspend feature did not function properly because of sensor and blood glucose level issues. The customer woke up with a blood glucose level of 51 mg/dl but her sensor glucose reading was 101 mg/dl. The insulin pump did not suspend when her blood glucose level was low. The insulin pump was trying to suspend when her blood glucose level was 110 mg/dl and was delivering a dual/square wave bolus. The customer declined troubleshooting. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.